Event description:
Customer reported her meter had a blank screen and wouldn't turn on due to corroded battery compartment and as a result of being unable to test, she experienced dizziness, lightheadedness and loss of consciousness. The paramedics were called and gave customer oxygen, no diabetes-related treatment was provided. The customer also was transported to a local healthcare facility and diagnosed with hypoglycemia; however, the caller was unaware what treatment was provided at the hospital. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.